Event description:
The user facility reported that a water hose from a system 1e processor had separated, resulting in flooding in the room where it was located. User facility maintenance personnel shut off the water supply and no injuries, procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the hose had been reconnected by user facility maintenance personnel. The technician reinstalled the hose, verified the connection was secure, ran a test cycle and confirmed the unit was operational. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).